Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: saline mentor siltex round moderate profile 325cc, catalog number 3542650, lot number 145050. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation with saline mentor siltex round moderate profile 325cc breast implants filled to 360cc and experienced deflation on the left breast implant. The right breast implant was not affected. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 06/07/18, it was reported to mentor that the device history record (DHR) of lot number 145050 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/06/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. Yellow material was observed on the shell surface. During evaluation a rent was observed on the anterior aspect and measuring approximately 2.2 cm. Microscopic examination revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the right breast implant was not affected. The replacement devices were gel mentor memorygel breast implants 400 cc. Manufacturer¿s reference number: (B)(4).